Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and fever. The cause of the peritonitis was not reported. On the same day as onset, the patient was diagnosed with peritonitis and hospitalized for the event. One day after being admitted, the peritoneal effluent was unable to be drained from the patient. As a result, the patient was administered an enema, which resolved the issue. On an unreported date in the same month as onset, the patient began initial treatment for the peritonitis with vancomycin, intraperitoneally (ip), 2 grams, and ceftazidime, ip, 1 gram (frequencies and duration not reported). On unreported dates, stated as ¿later¿ the patient continued treatment with vancomycin, stated as ¿depending on levels (administered every 3-4 days)¿. Three days after the peritonitis onset, the patient¿s effluent was drained, the peritonitis was resolved, the patient was recovered, and the patient was discharged from the hospital. Pd therapy was ongoing. No additional information is available.